Event description:
Procedure type: lobectomy by thoracotomy right upper lobe bronchus bronchoplasty. According to the reporter: the customer reports that the ta30 was being used to staple the bronchus - stapler engaged but did not fire. The surgeon, assuming that the staple line had been completed, cut the bronchus along the side of the stapler. When the stapler was removed, no staples had been fired. Surgeon attempted to fire again after stapler was removed from pt, and stapler did fire. The bronchus had to be oversewn, (bronchus/bronchoplasty) sutured by surgeon, increasing operative time by 90 minutes. The sample is being sent for eval.

Manufacturer narrative:
(B)(4).